Event description:
A malfunction alarm was reported with a code identified as malf 16, which was not resettable. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to put the pump into storage mode and send it back within ten days using a prepaid label. A replacement was to be sent, and the customer planned to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted.